Manufacturer narrative:
(B)(4). Unit had broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unit p-cap / test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was error with fill amount insulin and insulin pump told that reservoir was still full but the reservoir was empty. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.